Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona articular surface medial congruent (mc) left 11mm catalog #: 42512100411 lot #: 65831164, persona spiked keel osseoti tibia left size d catalog #: 42535006701. Lot #: 66730382, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 66651044. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a manipulation under anesthesia to address limited range of motion, difficulty ambulating, stiffness and arthrofibrosis approximately seven (7) weeks following left knee arthroplasty. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. H6 - component code - proposed code is mechanical (g04) - femur. Review of medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.